Manufacturer narrative:
The complaint of bivcap confirm being unable to find the correct capture threshold and ending in high output mode was confirmed. The analysis demonstrated that the ER sensivity parameters were set to incorrect values while bivcap confirm was programmed on. The cause of incorrect programming was not able to be determined.

Event description:
During an in-clinic follow-up, a diagnostic anomaly resulting in high capture threshold was observed on the device. No intervention was performed at this time, however, the device is anticipated to be replaced as it has reached the normal elective replacement indicator. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The complaint of bivcap confirm being unable to find the correct capture threshold and ending in high output mode was confirmed. The analysis demonstrated that the ER sensitivity parameters were set to incorrect values while bivcap confirm was programmed on. The cause of incorrect programming was not able to be determined.

Event description:
Additional information received indicated the patient was later seen in-clinic and the device was explanted and replaced to resolve the event. The patient was in stable condition.